Event description:
It was reported that the patient presented to the hospital after experiencing syncope, prerenal azotemia, and a head injury. The device was explanted. No additional information is available.

Manufacturer narrative:
The device was tested on the bench and using automated test equipment and was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.